Manufacturer narrative:
(B)(4): eval: results: (stent dislodgement and failure to deliver device), (pt lesion morphology; lesion located at a bifurcation in the lad), (root cause of dislodgement cannot be determined based on limited info), (direct stent implantation). Eval: conclusion: (root cause of dislodgement cannot be determined based on limited info), (pt lesion morphology; lesion located at a bifurcation in the lad), (direct stent implantation). Eval summary: the stent was not present. Crimp baked impressions were evident on the balloon. The balloon folds were partially opened. The tip was damaged. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to direct stent a 2.5 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt located at a bifurcation in the lad. It was reported that the physician was unable to cross the lesion. The device was returned to the mfg facility without the stent present on the balloon. No pt injury occurred and no clinical sequelae were reported.